Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was not returned for analysis, however the event reported that the device was pre-flushed with saline solution successfully prior to the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6fr sheath, after a left heart catheterization procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. An additional proglide device was placed; however, no blood flow was achieved from the marker lumen. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.